Manufacturer narrative:
Device passed displacement test and self test. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level of 47 mg/dl. Customer was treated with food. Customer declined troubleshooting for low blood glucose level. Customer stated that the insulin pump had button error alarm. Customer stated that the time was advancing. The insulin pump will be returned for analysis.